Event description:
It was reported that customer called to update pump time and settings after noticing incorrect date that was not caused by pump issue. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to update pump date and received education that incorrect date should not affect insulin delivery but could affect data uploads and reports, which customer understood and acknowledged.